Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the entire ceramic sleeve to be missing from the distal end. Engineering determined that the damage was likely due to mishandling. Engineering also observed the yaw pulley to exhibit localized charring/melting in the area where the ceramic sleeve use to be installed. This damage would not likely occur if the sleeve were still intact, as ceramic sleeve insulates this area during cautery activation. Electrical continuity passed. No other damage found.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, the tip of the permanent cautery hook (pch) instrument was broken. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during a previous surgical procedure.